Event description:
The device was being used to treat a cardiac arrest patient and, following the delivery of three shocks at 200, 300 and 360 joules, the ECG limb leads were attached to acquire the patient's ECG and the display allegedly "locked up" and the service indicator illuminated when the lead select button was pressed. A back up device was obtained from a second on-scene crew and treatment was continued.